Event description:
It was reported that the customer has been experiencing high blood glucose levels and bent cannulas, but the insulin pump has not given any alarms. It was also stated that the back light doesn't always work. Troubleshooting was not possible as the call was disconnected. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.